Event description:
It was reported that the patient faced an event where infusion set tubing was leaking at the site which led to high blood glucose and was treated using an insulin pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.